Event description:
A malfunction was reported by the caller regarding the pump, with no notable events occurring prior to the issue. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.